Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be used in the esophagus to treat a stricture during an endoscopy procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician started deploying the stent but when the stent was approximately 10% deployed the deployment suture could not be pulled any further. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.